Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port hub is damaged. The following information was provided by the initial reporter: IV established by rn and found couldnt thread connector or flush syringe, to blue port. Inspected the hub and found an indent in the blue plastic. No adverse event reported

Manufacturer narrative:
Investigation results: the complaint of deformation in the blue luer adapter was confirmed and the cause appeared to be manufacturing related. The luer adapter on a 22g nexiva device was pushed inward in one spot, which caused the geometry on the inner surface of the female luer adapter to change. The damage likely occurred during manufacturing and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.